Manufacturer narrative:
A logfile review of the day of the treatment shows the three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The treatment was aborted after a warning message" during side cut. The message indicates that the user released laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause is detectable. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported multiple attempts to acquire suction before treatment. Pseudo suction occurred due to the multiple attempts and suction loss occurred during treatment of the patients left eye. The patient's left eye was treated with photorefractive keratectomy due to the suction loss. No patient harm reported.